Event description:
The ranger insert set was primed with normal saline and connected to the patient's intravenous port. A blood unit was checked and added on to the y port. The blood was running poorly and so all ports, clamps, etc. Were checked. Attempt made to squeeze y tube once and still was working poorly. While rechecking the clamps/lines for kinks, the blood started flowing out of the ranger insert space. The fluids were stopped and the tubing was disconnected. Staff discovered that a junction between the hard plastic portion of the warming section and the soft tubing proximal to it leaked under pressurized administration. Staff isolated the affected lot number of tubing and communicated problem noted to the vendor. Staff reported there have been two separate occurrences involving the same lot of the blood/fluid warming sets. No details are available regarding the second occurrence, only that the leak was in the location of the tubing as described above. The patients involved were not put at risk.